Event description:
It was reported that the patient's spinal cord stimulation (scs) lead had migrated causing inadequate stimulation. Imaging was taken and revealed one of the leads had migrated down a couple of levels. Reprogramming attempt was made without improved relief. The patient underwent a procedure wherein the lead was supposed to be adjusted however, the physician failed to advance the lead due to prominent scar tissue build up. The patient's lead was explanted and the procedure was aborted. The patient was doing well postoperatively and the explanted lead will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144237. UDI: (B)(4).

Manufacturer narrative:
Correction to blocks h6, h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7144237. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulation (scs) lead had migrated causing inadequate stimulation. Imaging was taken and revealed one of the leads had migrated down a couple of levels. Reprogramming attempt was made without improved relief. The patient underwent a procedure wherein the lead was supposed to be adjusted. However, the physician was failed to advance the lead due to prominent scar tissue build up. The patient's lead was explanted and the procedure was aborted. The patient was doing well postoperatively and the explanted lead will not be returned as it was discarded by the facility.